Event description:
It was reported that this right ventricular (rv) lead had an infection. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was being filed to correct the a tab: patient information, d4: lot number, d6a: implant date, d6b: explant date, and h10: additional MFR narrative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was explanted.